Event description:
Patient reported obtaining back-to-back glucose results of 190 mg/dl and 70 mg/dl while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product was shipped.